Manufacturer narrative:
The valve was patent and met all specifications for pressure-flow and preimplantation testing. The valve did not pass siphon, reflux or leakage testing due to a tear on the bottom of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacturer.

Event description:
It was reported that the hospital was returning the valve. There was no additional information received.